Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that one day post implant, this lead exhibited intermittent sensing, as well as loss of capture at max outputs. The pt underwent a lead revision procedure, where it was noted that while the lead was still connected to viable tissue, there was no slack in the lead. The physician put slack back into the lead and all measurements went back to normal immediately. To date, there have been no adverse pt effects reported. As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available to the company at this time. If additional information becomes available this event will be updated as necessary.